Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on (B)(6) 2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: extended opening and weight test of the device was verified and the device has underweight. Microscopic analysis of the return device identified an extended striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: an extended striated opening assessed as surgical damage. Reason for reoperation: rupture.

Event description:
Healthcare professional reports a right side rupture. Device has been explanted.